Manufacturer narrative:
The ipg and leads were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A record review revealed no additional information related to the complaint. Therefore, in the absence of devices return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: o model number/catalog number: sc-1216 o serial number: (B)(6) o batch/lot number: 587695 o model/catalog description: wavewriter alpha 16 ipg kit o unique identifier (UDI) # (B)(4). O model number/catalog number: sc-2218-50 o serial number: (B)(6) o batch/lot number: 7133857 o model/catalog description: linear st lead kit 50 cm o unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent replacement of both the implantable pulse generator (ipg) and the percutaneous leads. The existing battery was replaced, but the reason for this intervention was not specified. The percutaneous leads were replaced due to anterior malposition and incorrect positioning, and a paddle lead was implanted instead. The location of the devices is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent replacement of both the implantable pulse generator (ipg) and the percutaneous leads. The existing battery was replaced, but the reason for this intervention was not specified. The percutaneous leads were replaced due to anterior malposition and incorrect positioning, and a paddle lead was implanted instead. The location of the devices is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: o model number/catalog number: sc-1216 o serial number: (B)(6). O batch/lot number: 587695 o model/catalog description: wavewriter alpha 16 ipg kit o unique identifier (UDI) # (B)(4). O model number/catalog number: sc-2218-50 o serial number: (B)(6). O batch/lot number: 7133857 o model/catalog description: linear st lead kit 50 cm o unique identifier (UDI) # (B)(4).